Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high pacing impedance. The lead was exchanged during the procedure. There was no consequences to the patient.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Analysis found that a complete lead was returned in one piece measuring 57.9cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.